Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sequence counters were not correct as the counters said (B)(4)% ap (atrial pace) when the total ahr (atrial high rate) time is (B)(4)%. It was discussed that sequence counters may not be correct when there is af (atrial fibrillation) involved. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.